Event description:
Philips received a complaint by the customer on the v60 indicating that the device pressure line keeps alarming. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended to replace the flow sensor assembly. The customer is requesting onsite service for repair. The authorized service provider (asp) was dispatched to the site and confirmed that the pressure line keeps alarming code 110b check vent: proximal pressure sensor auto zero failed. Progressive asp onsite called in for technical support. Assisted technician with troubleshooting per the service manual: 1. Verify pin alignment between solenoids and the da pcba. Technician found one pin for solenoid 4 was not seated into the da pcba connector. The technician removed and re-seated the da pcba while ensuring alignment of the pins to resolve the reported issue. Device runs without alarming. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.